Event description:
The son of a (B)(6) female patient called zoll customer support to report that one of the patient's batteries was not holding a charge. The patient was issued a replacement battery pack.

Manufacturer narrative:
H3: device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not holding a charge) was confirmed. Upon investigation the battery was unable to charge or power up a test monitor. The cause of the battery not holding its charge was a blown fuse. The root cause of the blown fuse could not be positively identified. No adverse event resulted from the blown battery fuse. The patient received a replacement battery pack.